Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure symptoms and heart rate in the 30s. It was also reported that leadless implantable pulse generator (ipg) exhibited non-capture and elevated, non-stable thresholds. The ipg was initially re-programmed and then later explanted and replaced with a conventional transvenous pacing system. No further patient complications have been reported as a result of this event.